Event description:
While operating on ac power, the device powered off by itself; subsequently, the patient's blood pressure decreased. The nurse brought the device into the patient's room and plugged it into an ac power outlet. The device alarmed "warning low battery" immediately upon power up. The nurse unplugged the device from the ac power outlet and then plugged it back in. The alarm message did not reappear; therefore, the nurse programmed the line b of the device to deliver an unspecified concentration of dopamine. It was unspecified what medication was being delivered on line a. No speciifc programming parameters were provided. After approximately 5-10 minutes, the nurse returned to the patient's room and found the device was powered off. Reportedly, the patient's systolic blood pressure decreased into the 50's. The physician was notified. No medical interventions were required. There were no reported adverse patient sequelae. The device was removed from clinical service. Therapy was resumed using a replacmeent device.